Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a non-functioning ventricular connector. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the complaint was confirmed. The device failed several tests related to ventricular output. The main printed circuit board (pcb) was found to be at fault. The case was found to be cracked. The battery door release latch was found to stick. The battery contacts were found to be contaminated. The device was returned, unrepaired, per customer request, and labeled "do not use." If information is provided in the future, a supplemental report will be issued.